Manufacturer narrative:
Button error alarmed after boot up and no button response on the act button due to corroded keypad traces noted during testing. The insulin pump was unable to perform displacement test due to unresponsive keypad. The insulin pump was received with cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and severely stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.